Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed in the anterior and posterior view. Leak testing was performed and it revealed a tear within crease in the posterior view, measuring approximately 0.5 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 500cc mentor memorygel breast implants and experienced bilateral rupture and baker grade IV capsular contracture and discoloration on the right side post-operational. As a result, the patient underwent bilateral device removal and replacement with 500cc mentor memorygel breast implants, catalog number 3505004bc, serial numbers (B)(6) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's left-sided device.